Manufacturer narrative:
The deflated balloon was the second balloon implanted of the three-balloon system and was implanted for a duration of 183 days. The balloon inflation pressure was recorded as within the labeled pressure range at implantation. Obalon initiated a technical investigation of the product failure including engineering analysis and a third-party laboratory for culture analysis on the returned deflated balloon. The balloon volume was within the expected volume specification. The culture analysis results from sample swabs from the balloons showed detection of fungi commonly identified in the gut flora and no detection of bacteria. Obalon visually inspected the balloon with light microscopy and material fatigue was observed. Scanning electron microscope (sem) images were obtained for the deflated balloon and a breach was identified in the area of the material fatigue. The breach in the balloon is the likely cause for deflation. A potential root cause of the deflation could be material fatigue resulting from a low balloon pressure; however, the actual root cause remains unknown. Deflation is a known risk, the frequency of balloon deflations has not exceeded the frequency identified in the labeling. Obalon's labeling addresses the reported event with warnings for monitoring patients for deflation symptoms. Obalon's labeling states, "patients reporting a loss of fullness, increased hunger, and/or weight gain should be examined by radiograph, as this may be a sign of balloon deflation. Additionally, any increase in nausea, vomiting and/or cramping after initial symptoms have subsided may indicate a deflated balloon. Patients should be evaluated by radiograph and endoscopic visualization might be required if the state of inflation cannot be determined radiographically. In the event of balloon deflation, the balloon should be removed as soon as possible." And "it is expected for patients to experience some degree of nausea, vomiting, and cramping within the first week after each balloon administration. Severe symptoms during that time or new symptoms occurring after the first week could indicate a premature balloon deflation. A sudden loss of fullness or a sudden increase in feelings of hunger may also indicate a potential balloon deflation. In these circumstances, radiographic imaging should be considered to rule out a potential balloon deflation. Balloon valves are radiopaque and the outline of an inflated balloon will have an elliptical or circular perimeter. If all balloons cannot be visualized with a single x-ray view, a second x-ray view should also be evaluated."

Event description:
A single deflated balloon was identified at a normally scheduled endoscopic removal in a male patient with a first balloon placement of (B)(6) 2018, second balloon placement of (B)(6) 2018, and third balloon placement of (B)(6) 2018. The balloon was identified free floating in the stomach with no migration into the lower intestine during the non-emergent, scheduled endoscopy removal on (B)(6) 2018. All balloons were successfully removed by endoscopy without complication and only the deflated balloon was returned to obalon for investigation. There was no injury associated with the deflated balloon.